Event description:
High blood sugar (blood glucose increased] case description: analysis result: product: novolog flexpen, lot no.: rp50964. No complaint sample was returned for evaluation. A reference sample was examined macroscopically, furthermore, the parameters identity, assay, degradation, and insulin aspart related impurities were examined. A ph analysis was also performed. The device is not returned for evaluation. No complain sample was returned for evaluation. Batch history from final qc-release examined. Visual examination of a reference sample were performed. Reference sample needle tested for flow with measure threads. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. The pt was asked, verbally and by letter, to return samples for testing, but no samples have been received to date. A request for information has been sent to the physicina,, but no response has been received to date.

Event description:
In 2005 the woman experienced "high blood sugar." It was reported that she attempted to administer her injection and was not able to as the push button on her flexpen became jammed, and her disposable needle would not dispense any insulin. She wen to the emergency room, where she received an unspecified insulin injection and then later was provided with a meal. The woman reported that she did not received an other treatment for the event, which was resolved when she was discharged after approximately eight hours in the emergency room. She was not hospitalized for the event. It was stated that she performs an air shot by dialing up to 16 units, instead of her 15 unit dose. On the day of the event, some insulin was dispensed from the disposable needle during the air shot, but the needle stopped dispensing the insulin during the injection. She stated that she uses a new disposable needle for each injection, which is removed immediately afterwards. The flexpens were not subjected to any temperature extremes. The woman reported that she did not have any changes in her diet, activity level, status prior to or during the event. Concomitantly the pt was using lantus (insulin giargine) 55 iu daily. The pt recovered completely from the event.

Event description:
The ER physician stated that there is no record of the pt being seen in the ER. No additional info was provided. One verbal request (during the initial phone contact) and three written requests have been sent to the reporter (10/17/2005, 11/20/2005 and 12/19/2005) asking for the return of the device in question for eval, but the device has not been received by the firm as of yet. Question received from FDA on 11/29/2005: q: please provide info about how the firm determined that the event was related to use error. A: conclusion code 79 was choosen in error. The correct eval codes are listed in section h10